Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device exhibited oversensing of what appeared to be electromagnetic interference. During the episodes of oversensing, pacing inhibition was also noted. This device remains in service. No adverse patient effects were reported.